Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had a red alarm indicating battery failure. There was no patient involvement.

Manufacturer narrative:
The investigation into the aic battery failure-red alarm has been completed. There was a battery failure alarm due to low pack voltage. Additionally, the lt logs showed that battery 1 had a cell imbalance on cell 4. The failure mode was reproduced on an engineering bench. The battery 1 pack voltage was measured to be 0 v rather than the expected 16 v, and the battery lcd indicator was blank (fully discharged). Battest confirmed battery 1 cell 4 was outputting 200mv which triggered the cell imbalance condition. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure.